Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/20/2025, a facility representative reported via (B)(4) that an ar-9215-1-03 quick connect handle tip broke when removing the drill guide from the bone after finishing glenoid prep. The broken tip was retained in the drill guide, which was then removed using forceps. The glenoid implant was then implanted without significant delay. The patient was unharmed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 - one unpackaged, ar-9215-1-03, universal quick connect handle, batch number 4512145, was received for investigation. - upon visual inspection, it was observed that the tip of the device was broken. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces. - refer to investigation photos. - complaint allegation is confirmed.